Event description:
It was reported that the device was being interrogated to be implanted before the expiration date, but it was difficult to interrogate even though the device had never been opened for use. Once interrogation was finally accomplished, the device showed that it reached elective replacement indicator. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4) - the device was returned and analyzed. The primary analysis finding noted no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.